Event description:
One patient with discrepant free t4 and t3 results. Same patient sample used for repeat testing on same analyzer. Initial free t4 result 0.167 ng/dl: repeated twice giving 1.49 & 1.51 ng/dl. Each time. Initial t3 result gave 0.592 ng/ml; repeated twice giving 1.28 and 1.24 ng/ml each time. Erroneous results were not reported. The field service representative determined the cause to be poor rinsing of reagent probe and mixer paddle, and adjusted rinsing of all probes and paddle.